Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient needed to have their unit checked to make sure it was still working. The patient had an unrelated surgery this summer on (B)(6) 2018, and ever since, they had been sick throwing up. The patient did not know if the lead got cut or not from this unrelated surgery, and needed to have the device tested as they did not think it was working. It was noted that they cut a lot of scar tissue in the abdomen. The patient thought it was complications from surgery, but everything had healed out and the patient was still having issues with nausea/vomiting. The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported/anticipated.